Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('hole in uterus') and pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 706577,a22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: errin, nortel, necon, necon, jolivette, medroxyprogesterone and mononessa. Concurrent conditions included spider vein, numbness of upper extremities, shakiness, dry mouth and diarrhea. Concomitant products included levothyroxine for hypothyroidism and ibuprofen for vaginal bleeding and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 3 months 25 days after insertion of essure. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/very heavy periods") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient experienced muscular weakness ("neurological conditions or problems type: muscle weakness"), paraesthesia ("pin and needles"), feeling abnormal ("brain fog"), arthralgia ("right hip pain") and neck pain ("neck pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), anxiety ("psychological or psychiatric problems condition: anxiety") and dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, hormone level abnormal, genital haemorrhage, hypothyroidism, bladder disorder, urinary tract disorder, muscular weakness, paraesthesia, feeling abnormal, dysmenorrhoea, weight increased, dyspepsia, menorrhagia, vaginal haemorrhage, arthralgia and neck pain outcome was unknown and the alopecia, anxiety and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, hypothyroidism, menorrhagia, muscular weakness, neck pain, paraesthesia, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain. Date(s) of insertion: (B)(6) 2013 (left side); (B)(6) 2013 (right side) (per fps) discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: (essure confirmation test unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs received- new event hormonal changes, abnormal bleeding (general), psychological or psychiatric problems condition: anxiety, autoimmune disorder type of disorder: hypothyroidism, bladder or urinary problems or changes,neurological conditions or problems type: muscle weakness, pin and needles, brain fog, dysmenorrhea, (cramping), pain, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: heartburn,menorrhagia/very heavy periods, vaginal bleeding, right hip pain, neck pain, uterine perforation. Event onset date was updated. Lot number was added. Reports information was added. Concomitant condition and historical drug were added. Concomitant drug were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: (essure confirmation test unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: pelvic pain, abdominal pain, hair loss. Reporter information were updated, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('hole in uterus') and pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 706577,a22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: errin, nortel, necon, necon, jolivette, medroxyprogesterone and mononessa. Concurrent conditions included spider vein, numbness of upper extremities, shakiness, dry mouth and diarrhea. Concomitant products included levothyroxine for hypothyroidism and ibuprofen for vaginal bleeding and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 3 months 25 days after insertion of essure. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/very heavy periods") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient experienced muscular weakness ("neurological conditions or problems type: muscle weakness"), paraesthesia ("pin and needles"), feeling abnormal ("brain fog"), arthralgia ("right hip pain") and neck pain ("neck pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), anxiety ("psychological or psychiatric problems condition: anxiety") and dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, hormone level abnormal, genital haemorrhage, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, muscular weakness, paraesthesia, feeling abnormal, dysmenorrhoea, weight increased, dyspepsia, menorrhagia, vaginal haemorrhage, arthralgia and neck pain outcome was unknown and the alopecia, anxiety and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, autoimmune hypothyroidism, bladder disorder, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menorrhagia, muscular weakness, neck pain, paraesthesia, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain. Date(s) of insertion: (B)(6) 2013 (left side). (B)(6) 2013 (right side) (per fps) discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: (essure confirmation test unspecified) bilateral occlusion. Lot number: 706577 manufacturing date: 2010-01 expiration date: 2013-01. Lot number: a22174 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('hole in uterus') and pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 706577,a22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: errin, nortel, necon, necon, jolivette, medroxyprogesterone and mononessa. Concurrent conditions included spider vein, numbness of upper extremities, shakiness, dry mouth and diarrhea. Concomitant products included levothyroxine for hypothyroidism and ibuprofen for vaginal bleeding and menorrhagia. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced fatigue ("fatigue"), 3 months 25 days after insertion of essure. In (B)(6)2013, the patient experienced menorrhagia ("menorrhagia/very heavy periods") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6)2013, the patient experienced alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2014, the patient experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2015, the patient experienced muscular weakness ("neurological conditions or problems type: muscle weakness"), paraesthesia ("pin and needles"), feeling abnormal ("brain fog"), arthralgia ("right hip pain") and neck pain ("neck pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), anxiety ("psychological or psychiatric problems condition: anxiety"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and uterine enlargement ("enlarged uterus") and was found to have hormone level abnormal ("hormonal changes"), uterine leiomyoma ("large fibroid"), the second episode of weight increased ("weight gain") and weight decreased ("losing weight"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, hormone level abnormal, genital haemorrhage, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, muscular weakness, paraesthesia, feeling abnormal, dysmenorrhoea, dyspepsia, menorrhagia, vaginal haemorrhage, arthralgia and neck pain outcome was unknown and the alopecia, anxiety and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, autoimmune hypothyroidism, bladder disorder, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, hormone level abnormal, menorrhagia, muscular weakness, neck pain, paraesthesia, pelvic pain, urinary tract disorder, uterine enlargement, uterine leiomyoma, uterine perforation, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain. Date(s) of insertion: (B)(6)2013 (left side). (B)(6)2013 (right side) (per fps) discrepancy . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: (essure confirmation test unspecified) bilateral occlusion. Lot number: 706577 manufacturing date: 2010-01 expiration date: 2013-01. Lot number: a22174 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events large fibroids, enlarged uterus, losing weight and weight gain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.